Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units printer will not feed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse was able to confirm the complaint. The fse replaced the printer module which resolved the issue. The unit was found to then be printing per OEM standard. The equipment passed all functional testing. The fse then returned the unit to the customer.

Event description:
N/a